Event description:
It was reported that "box was opened during surgery. Sterile plastic liner was broken, compromised. Outer box appeared normal, no damage. Another implant was opened."

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.